Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for and reported drive cap sticking out. Customer¿s current blood glucose was 286 mg/dl. The customer experienced symptoms such as little difficulty breathing. Customer reports they feel okay to troubleshoot. Customer reports they have contacted their hcp regarding the high blood glucose. Customer states the drive support cap is sticking out. Customer is able to perform high pressure test and the test results was passed at 5.0 no delivery. The pump will not be returned for analysis.